Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered pain during intercourse leading to the inability to have intercourse. No further info has been provided.